Event description:
Covidien received a report that the balloon on the tracheal tube was dysfunctional.

Manufacturer narrative:
(B)(4). Covidien is in the process of obtaining further information surrounding the circumstances of this report. If further information becomes available, a supplemental report will be provided. Manufacturing controls are in place to detect related defects and reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes.